Event description:
The reporter noted: "the proximal part of the pip implant broke (less than one year after the implantation)". Additional information was received. The event was noted as "stem rupture of the proximal part of pip pyrocarbon". This was noticed on (B)(6) 2012. There were no signs of infection. The initial surgery was performed on the pt's right "long" finger on (B)(6) 2011; ' "reintervention" was on (B)(6) 2012.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.